Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during ventricular lead replacement procedure, the atrial lead was found to be damaged. The lead was capped and replaced.